Event description:
It was reported that a malfunction alarm occurred and that the date was incorrect after resetting. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully and the date was corrected. Customer¿s blood glucose level was 98 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.